Event description:
The manufacturer received information alleging a bipap a40 pro ventilator inoperative condition occurred. Error code e-46 and e -47 was present. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The bipap a40 pro, model# esx3100s19 is substantially similar to the bipap a40, model# 1111169 and will be reported in the united states under bipap a40 pro, 501k number: 121623.